Event description:
The manufacturer received a report alleging that a CPAP water reservoir may have melted and that the heating plate was damaged. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.